Event description:
The subject device did not fully open during deployment in the target restenosis lesion in the internal carotid and middle cerebral arteries. The stenosis was treated from 50-60% to 20-30% after the subject device deployment. The procedure was completed. In the physician¿s opinion the cause of the event was the vessel¿s stenosis. However, the physician stated that the subject device has ¿low radial force¿. There were no clinical consequences to the patient who was reportedly in a stable condition.

Event description:
The subject device did not fully open during deployment in the target restenosis lesion in the internal carotid and middle cerebral arteries. The stenosis was treated from 50-60% to 20-30% after the subject device deployment. The procedure was completed. In the physician's opinion the cause of the event was the vessel's stenosis. However, the physician stated that the subject device has "low radial force". There were no clinical consequences to the patient who was reportedly in a stable condition.

Manufacturer narrative:
The device history record review confirms that the unit met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The high degree of the vessel's stenosis most likely caused the stent tines did not open properly. As highly tortuous anatomy is considered an anatomical factor, a root cause of operational context has been assigned to this event.

Manufacturer narrative:
(B) (4): stent failed/unable to open properly.